Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented with pain after having corail stem implanted on (B)(6) 2015. An x-ray was taken and the stem was found to be undersized and had tipped into varus, surgeon remembers the challenge during this case, there was a bone island which required to be over drilled at the level of the lesser trochanter. This may have caused the medullary canal to appear tighter than it was and. Result in the size 10 corail stem being implanted. Corail stem was explanted using corail extraction instrument set. Once exposure was achieved he used osteotomes to access lateral shoulder of the implant and attach the extraction bolt, at this point the implant was toggling inside the femoral canal. Using the backslap hammer the stem was removed. Femur then prepared for size 11 corail revision stem, trial reduction performed and definitive implants implanted. Cup was not revised. Doi: (B)(6) 2015. Dor: (B)(6) 2023. Unknown hip.